Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing. The patient had polymorphic ventricular tachycardia (vt). The undersensing lead to a delay in therapy. In addition, inappropriate atrial tachy response (atr) due to oversensing was noted. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing. The patient had polymorphic ventricular tachycardia (vt). The undersensing lead to a delay in therapy. In addition, inappropriate atrial tachy response (atr) due to oversensing was noted. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported. Additional information was received, and this ICD has been explanted and returned for analysis. No additional adverse patient effects were reported.